Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The air and oxygen flow yield approximately 7 liters per minute (lpm) at 10 lpm set point. The pse recommended that the flow sensor be replaced. The customer replaced the flow sensor assembly. The ventilator was returned back to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing the flow accuracy test during performance verifications test (pvt). The ventilator was not in use on a patient at the time of the event occurred.